Event description:
It was reported via repair wok order that the lift was stuck elevated due to foot end potentiometer damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.